Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0417864v, implanted: 2004-(B)(6), explanted: 2012-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3487a-33, lot# j0417864v, implanted: 2004-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had had a full system explant on 2012-(B)(6). It was stated that during the explant procedure, one piece of the lead, measuring ¿5x1mm,¿ could not be removed. Additional information received reported that weakness had caused the lead to break. It was noted that the distal end was the location of the lead issue. It was stated that no troubleshooting was needed. It was stated that the patient had recovered without permanent impairment.